Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open right inguinal surgery, at fixation of mesh, the device was jammed. A new product was opened to complete the case. There was no patient injury.